Manufacturer narrative:
The ge healthcare service representative replaced the suction overflow safety trap to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.